Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited an acute change in impedance measurements that were measuring greater than 3000 ohms. The lead was also unable to sense or capture. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.